Event description:
During the procedure when the fastracker-18 catheter was inserted along the gt guidewire, the movement of the guidewire was strange. The physician pulled out both products and inspected them. The shaft of the fastracker-18 infusion catheter was close to breaking. No injury and/or complication occurred with the pt during this event.